Manufacturer narrative:
A supplemental report is being submitted for correction to h10 of the previous report to reference the CAPA #. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) related to CAPA (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: d-evprop2329us; product lot/serial number: (B)(6); product type: delivery system; product ID: l-evprop2329us; product lot/serial number: (B)(6); product type: loading system; h6. The codes present in section h6 correspond to multiple components / products that comprise this reported event. Product analysis: the valve remained implanted; therefore, no product analysis can be performed. Conclusion: the valve remained implanted so no product analysis could be performed. No images were provided therefore no image review was performed. Conduction disturbances, such as left bundle branch block (lbbb) are known potential adverse effects per the device instructions for use (IFU). Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. A conclusive cause could not be determined with the information available. Stroke is a known potential adverse effect per the device instructions for use (IFU), with a variety of factors that can influence its onset. In this case, no definite root cause could be assigned to the stroke. The physician indicated that the stroke was unrelated to the medtronic products. However, it appeared as though the stroke was procedural related. This event did not indicate a device misuse or malfunction. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that the transcatheter bioprosthetic valve was implanted via a delivery catheter system (dcs) accessed via the right femoral artery. The minimal access vessel was 8 millimeters and was closed with a non-medtronic closure device. Following the implant of the valve a left access site groin hematoma was identified. This access site, the non-dcs access site, was accessed with a 5-french and was closed with a non-medtronic closure device. The patient remained hemodynamically stable and did not require a blood transfusion. The day following the valve implant procedure a sudden onset of dysarthria, word finding difficulties, and tongue deviation to the right was observed. A head computed tomography (CT) showed no acute intracranial abnormalities. A CT angiogram (cta) the of head and neck showed no large vessel occlusion. Neurology was consulted. A lipid panel, thyroid stimulating hormone, a1c diagnostic blood work were ordered. A transesophageal echocardiogram (tee) was also ordered. Sequential compression devices (scds) were also placed. Speech therapy to evaluate swallowing. This event prolonged hospitalization. Two days following the valve implant procedure the 48-hour electrocardiogram (ECG) showed left bundle branch block (lbbb). No treatment was reported. No adverse patient effects were reported. The following day the hemoglobin and hematocrit measured 11.3 grams per deciliter (g/dl) and 34.0, respectively. The hemoglobin event was reported as causal related to the procedure. The physician indicated that the stroke was unrelated to the medtronic products. However, as reported, it appeared as though the stroke was procedural related. Although the subsequent imaging magnetic resonance imaging (MRI) did not reveal any acute process. Therefore, as reported, there was no clear diagnosis. The patient was discharged with dual antiplatelet therapy (dapt) and statin medication for a perioperative stroke. The hematoma and tongue deviation and dysarthria events were considered resolved 27 days later. The 3-month follow-up indicated the patient recovered well without any residual symptoms from the stroke. No additional adverse patient effects were reported.